Event description:
A report was received that the patient had frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation revealed that the complaint was not verified. The device measured 3.431 volts and it was successfully charged to 3.953 volts in one cycle. The battery depletion and sleep current rates were within the expected ranges 2.43 mv and 20 ua respectively when the device was turned off. The device passed all required tests. The device exhibits normal device characteristics.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.